Manufacturer narrative:
A ge service representative performed an onsite investigation. The power control pcb and cpu battery were evaluated and replaced. The system software and configuration files were also evaluated and reloaded. Further troubleshooting determined that the system requires a hard disk drive and software upgrade. No conclusion can be drawn as further system analysis or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event.